Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and the complaint was not confirmed by failure analysis. Customer reported that the bipolar forceps broke at the joint during a robotic procedure. Visual inspections found no defects. On in-house testing, the instrument passed recognition, engagement, motion, grip, electrical continuity, and energy delivery tests, showing normal performance. Failure analysis found no broken components or missing fragments. The instrument was fully functional with no product issues identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the instrument passed recognition, engagement, motion, grip, electrical continuity, and energy delivery tests, showing normal performance. Failure analysis found no broken components or missing fragments. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted ventral hernia tarup surgical procedure, the 8mm force bipolar instrument broke at the joint. The instrument has seen very little use. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed. The procedure outcome is unknown and patient outcome was not provided. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.